Event description:
Reporter initially noted a system performance problem in 2004. Additional info received the following month noted a rupture of capsular bag occurred during cataract surgery after removal of half of the lens. Surgeon wanted to perform a vitrectomy. System stopped working during vitrectomy. Anterior chamber collapsed. Turned system off and on, and changed cassette. Several trails of priming and tuning failed. Could not finish surgery, and sent patient home. Pt is suffering from infection and is being treated with antibiotics. Pt will probably be referred to another hospital for removal of the rest of the lens and implantation of an iol.